Event description:
A follow up letter was sent to the customer regarding the previous call in which she indicated having unexplained high blood glucose. The customer reported being in the emergency room with high blood glucose greater than 600mg/dl. The caller mentioned that the past year something was wrong with the insulin pump, and she has been in the hospital several times, but the customer does not remember the details. Initially, the customer reported that she was experiencing high blood glucose, and the battery was not lasting long. Troubleshooting was performed, and alarm history revealed a low battery alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.